Event description:
It was reported that the patient experienced ventricular arrythmia requiring high voltage therapy and atp delivery. The first shocks, however, were unsuccessful in converting the patient until the patient was converted by the last shock. Programming changes were made to increase output. The patient was stable.